Event description:
Reportedly, while performing routine monitoring of the pt ECG, the device cathode ray tube faded in intensity and went dark, while the status "lcd" continued to display pt heart rate. No other discrepancies were observed. The operator cycled device power which restored cathode ray tube function for several seconds before being lost again. The rptr stated there were no adverse affects on pt treatment resulting from the observed device discrepancy.